Manufacturer narrative:
The insulin pump had button error alarm and on button response due to corroded keypad traces. The insulin pump was received with cracked case on all four corner near display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.